Manufacturer narrative:
Investigation results: an evaluation of the returned unit confirmed the reported problem. During testing, the drill exceeded temperature specifications in the collet area related to spindle and bearing failure. In addition, the motor operated at low speed. The bur guard in use at the time of this event was not received for evaluation. The handpiece instruction manual informs the user: prior to each use, perform the following: inspect all equipment for proper operation. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every twelve months and its associated bur guards is every six months.

Event description:
The customer reported that during use of this handpiece, a weird noise was heard and the surgeon noted the drill getting hot in the body area. This event occurred at the beginning of the procedure and a back-up unit was obtained to complete the surgery. The surgery was completed as intended without injury or surgical delay.